Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument (B)(6) results were obtained. Confirmatory testing performed using gene expert and results were (B)(6). Results were not reported and there was no patient impact. Assay used: (B)(6). The following information was provided by the initial reporter, translated (B)(6) : b)(6) results - controls were ok. Since b was completely (B)(6). Ran the samples on the gene expert as a control all were(B)(6).

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving false positive results for mrsa on staph sr assay on side a. Customer reported that when reran on genexpert, the results were all negative. Database and run files were reviewed by service and determined that side a has small trace of contamination. Customer was informed that bd assays are much more sensitive than genexpert and that is why a small load of contamination would yield a positive result, while being yielded in negative in genexpert. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2016, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed based on analysis of database and run file by service.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing performed using gene expert and results were negative. Results were not reported and there was no patient impact. Assay used: bd max staph sr 55 the following information was provided by the initial reporter, translated from german to english: a1-a12 - false positive results - controls were ok since b was completely negative. Ran the samples on the gene expert as a control - all were negative.